Manufacturer narrative:
Argus case (B)(4).

Event description:
I almost dead [near death experience]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of near death experience in a male patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced near death experience (serious criteria gsk medically significant) and product complaint. The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the near death experience and product complaint were unknown. It was unknown if the reporter considered the near death experience to be related to corega (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the adverse event information was received via interactive digital media ((B)(6)) on 14 may 2021. The consumer reported that "liar. It is worthless. Liar. I almost died. I doubt that they will continue with this expensive crap your pastor has money for you it is worthless and expensive. It is because you even wrote it. Ponies not swan. I know how to write, tell me what my mistake is I do not use corega slobber."